Manufacturer narrative:
This ventilator has been serviced by (B)(6). There is no available information about the replacement of the compressor, and repair completion of this unit. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht50-h ventilator compressor became inoperative. The (B)(6) male patient was manually ventilated, and transferred to another unit. There was no reported patient injury.